Event description:
It was reported to philips that a metal component from the ceiling-mounted protective shield arm became detached and fell from the system. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.